Event description:
During hemodialysis the filter located inside the dialyser broke causing the mixing of the patient's blood with the acid bath fluid. The blood (200cc in dialyser, 150cc in tubing) was not returned to the patient. The dialyser was replaced and hemodialysis continued without further problems.